Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was not duplicated during testing; however, review of the logs showed prior issues that corresponded to the customer¿s complaint, and an error was confirmed with the processor pca.